Event description:
It was reported to depuy acromed that two polyaxial screws broke post-operatively. The product and lot codes were not reported. According to the complainant, the surgeon attributes the fractures to lack of anterior column support. There were no other adverse consequences to the pt.